Event description:
The stimulator was implanted for the pt's back. For approx one yr, the pt had problems with her legs; adjusting the frequency had not helped. The pt's "ortho did films and some of the wires were missing"; "an inch or 2" was missing from one or more of her leads". The pt "presume(s) they broke". The pt was at home. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).